Event description:
The customer reported to customer service that the housing on the power supply came off and customer was able to see the wiring inside of the housing.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to follow up with the customer to obtain further info. Customer responded via e-mail asking to be removed from our list as she "does not have time to answer". The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.